Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent locator wings directly resulted in difficult device removal. Although the device was successfully removed utilizing the access ports, two of the wings were broken off the distal retaining ring and remained secure within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.